Manufacturer narrative:
The trigger would stay in the run position after it was released, causing run-on, due to mechanical damage to the trigger shaft. The device was repaired and returned to the loaner stock at stryker.

Event description:
It was reported that during testing conducted at the manufacturer facility the trigger of the device was sticking, causing the device to continue to run after the trigger was released. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported with this event.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress.

Event description:
It was reported that during testing conducted at the manufacturer facility, the trigger of the device was sticking, causing the device to continue to run after the trigger was released. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported with this event.